Event description:
The patient reportedly experienced a shocking sensation followed by loss of lock. External equipment was exchanged and programming adjustments were made; however, the issue was not resolved. Surgery to revise the patient's device has been scheduled.